Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction: attach one-way valve, vacuum the iab inside the tray and then remove the iab straightly grasping the iab close to the tray. The md inserted the sheath via the left femoral artery. After removing the iab from the tray to hand to the md, the membrane was unwrapping. As a result, this iab was not used. The md requested another iab. Reference MDR # 1218956-2009-00375 for the second and MDR # 1219856-2009-00376 for the third event involving the same patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.